Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgical intervention, exchange (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -08.5 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry, in micro-centrifuge vial, clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. Claim# (B)(4).